Manufacturer narrative:
It was noted during the visual inspection of the device that the latch pivot screw had backed out from its proper position. Replacement of the pivot latch and subsequent rate accuracy testing found the device to be infusing in specification. This failure mode is being monitored through previously investigated complaint process. The customer¿s reported problem cannot be confirmed. Based on the file review, no further escalation is required per (B)(4) complaint escalations, infusion products global customer support operations. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA (B)(4) for door latch. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that the door latch needs replacement. There was no mention of patient involvement.